Event description:
On 9/14/00, the manufacturer (MFR) rec'd medwatch report #20-0033-2000-0003 from the facility that states the following: the device was placed in 2000 was determined to be malfunctioning on 8/14/2000. Fluoroscopy showed it was no longer in central circulation and only 5 to 6 cm. In length and retrieved in 2000. The remaining 10cm of catheter was found via "pa" chest film to be transected and residing in the right heart. Surgical retrieval done in 2000 in angio lab with entry in right femoral vein. Surgical implant of new device done in 2000. On 10/10/2000, the facility's risk mgr informed the MFR's product compalints mgr that the device was implanted in the right subclavian. The pt had rec'd two (2) chemo treatments without problems. On 8/14/00, they were unable to obtain a blood return. The device body with attached segment of catheter was discarded: however, the segment of catheter retrieved from the pt's heart was available to be returned to the MFR. For analysis. No further details were provided at this time.